Event description:
It was reported that the patient experienced a loss of therapeutic effect. The healthcare provider confirmed that the patient experienced a lack of effect and no stimulation. The lead position was questionable so the total device system was replaced with no improvement. The patient's device has improved her symptoms overall. The patient recovered without sequela.